Event description:
The following info was reported: when pulling the intra-arterial balloon back to the 2nd resistance the physician encountered significant resistance in the tissue tract. The physician pulled back with more force and the balloon "watermelon seeded" through the arteriotomy. The physician then held firm manual compression pressure for 10 minutes with a d-stat patch. Hemostasis was achieved. The pt was not hospitalized. Stick location: mid common femoral artery. Vessel size: 6-7mm.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. It was observed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in balloon pull through the arteriotomy. The balloon was inflated with fluid and verified in a go/no go gauge to be within the 5.75 - 6.15mm specification: the review of the lhr (lot f1403501) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided, the probable root cause of the balloon pull through may be attributed to failure to purge the device of air during prep and the reported event of resistance during pull back could not be conclusively determined. However, it is unk if the pt had scar tissue in the vicinity of the access site. Scar tissue from previous catheterizations can attribute to difficulty during pull back, causing excessive tension to be applied to the device.